Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observation: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported rupture confirmed via mammogram and MRI. The device has been explanted.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported rupture confirmed via mammogram and MRI. The device has been explanted.

Manufacturer narrative:
Health effect f1905: device revision or replacement. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional later reported, rupture confirmed via mammogram and MRI. The device has been explanted.